Event description:
It was reported, trifuse blue port was occluded and would not flush.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the customer reported just the blue port of the trifuse was occluded, and returned one used sample of material mz9226, lot 25095585. Upon initial visual examination, the set confirmed the complaint of fluid blockage, or occlusion. There is excess solvent in the fluid path, at the tubing and trifuse/male luer junction. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the occlusion in the component was traced to the potential of either accidental double application of solvent, or intermittency in the solvent dispenser. The issue will be addressed by the manufacturing plant in an ongoing investigation under a related complaint. This incident has been added to our database of reported incidents.